Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. This product issue will be updated if additional details are received.

Event description:
Boston scientific received information that this system exhibited noise, oversensing and pacing inhibition on the right ventricular (rv) channel which resulted in greater than two seconds of asystole and a syncopal event for this patient. Additionally, inappropriate shocks were delivered. A revision procedure was performed and damage to this lead was confirmed. It was removed from service and replaced. No additional adverse patient effects were reported.